Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was received on 07/22/2014. (B)(4).

Event description:
A nurse reported that during a glaucoma filtration device implant procedure, the device "malfunctioned" after insertion. The device was removed during the same procedure and a trabeculectomy was performed on the pt instead. There was no harm to the pt and the pt's iop was in normal range postoperatively. In a follow up, the surgeon reported that there was no flow from the shunt after it was inserted.